Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6).

Event description:
The customer reported the locking support of the module is broken. It is unknown if the device was in clinical use at time of event.

Event description:
This report is based on information provided by a philips remote customer care personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mp30, indicating "the module lock bracket is broken". It is unknown if the device was in clinical use. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue. The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer (biomed) and stated that the customer "wishes to order one or more parts". There was an agreement for a nemo (non engineering material only) service. The rse provided part replacement (451261016801 IV-mp30 plast mms lock) to resolve the issue. Based on the information available and the communication conducted, the cause of the reported problem was a broken lock bracket. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement part to resolve the issue. The IV-mp30 plast mms lock shipment to the customer was confirmed. It has been concluded that no further action is required at this time.